Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of loss of connection. The reported allegation was not found, no probable cause to be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined.